Event description:
In 2007, the customer was sent to the hospital, where he is a college student. The reason for the admission was high blood sugars (bg). A follow-up with the customer's father to obtain additional info yielded the following. On the morning of the event, the customer woke up feeling sick. His bg was over 500 mg/dl. He went to the ER. He was not admitted for at least 3 hrs because the staff at the hosp thought he was just a college student who had too much to drink the night before. By the time they admitted him, he was in dka. Customer didn't notify product support at the time of the incident. No further info is available.

Manufacturer narrative:
The device involved will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.